Manufacturer narrative:
Investigation is ongoing.

Event description:
During the insertion of the delivery system and crimped valve through the sheath, significant force was needed to push the valve through. There were no issues placing the esheath. A vascular complication was seen in the right common femoral, occlusion on angiogram. After the occlusion was reviewed, it was decided to cutdown the left common femoral artery and an endarterectomy was performed. For further treatment a bovine patch was sewn to vessel. Post treatment the vessel appeared very healthy afterward. The cause of the occlusion is unknown, however perclose malfunction was suggested.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. (B)(4) case notes were reviewed for additional case information. The following additional information, which was important to report for this evaluation, was provided in the oms. The sheath is not available for return and there are no photos. The sheath was intact and looked normal. The following photograph ((B)(4)) shows minimum luminal diameter (mld) 5.6x7.2 mm with mild tortuosity. As the affected device was not returned, the investigation will be limited to review of photographs, video or imagery, review of DHR, review of physician training and IFU for the edwards expandable sheath and commander delivery system, review of complaint database for similar complaints, review of lot history, and manufacturing mitigations no imagery was provided with the case file. No work order information was provided with the complaint, therefore a review of DHR was unable to be completed. No IFU or training deficiencies were identified. Review of complaint history from august 2015 to july 2016 for the expandable sheath set (models; 9610es14/cliclus, and 914es/j) revealed similar returned complaints for resistance with the delivery system. A review of the complaint history reveals that the occurrence rate for sheath shaft - resistance with delivery system does not exceed the july 2016 control limits for this trend category (resistance between devices). No work order information was provided with the complaint, therefore a review of lot history was unable to be completed. No work order or manufacturing date of the device is available, therefore, inspection sop revision letters (referenced below) are for the last revision released prior to the complaint initiation date. As part of the manufacturing process this esheath device was 100% inspected by both manufacturing and quality. The entire sheath is visually inspected multiple times throughout the manufacturing process. During product verification (pv) testing each manufacturing lot undergoes through seam visual inspection, shaft expander insertion force, and post-expansion seam verification inspections/tests on a sampling plan. All samples must pass the inspections prior to release of a lot. Also, the commander flex tip outer diameter (which would be the largest 00 going through the sheath) is 100% inspected to ensure correct dimensions. The inspections stated above support that it is unlikely a manufacturing non-conformance was the source of the complaint. Due to the device and/or applicable photographs (relevant to the reported event) not being returned for evaluation, the complaint of "sheath shaft - resistance with delivery system through sheath" was unable to be confirmed. A review of complaint history, the applicable DHR, lot history and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance of the sheath was the source of the complaint. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. During delivery system insertion through esheath, insertion forces can vary due to several patient/procedural related factors such as sub-optimal insertion/placement angle of the sheath into the patient (due to patient's anatomy), thv size, vessel diameter, tortuosity and degree of calcification. As stated in the complaint description, "the minimum luminal diameter (mld) was 5.6x7.2 with mild tortuosity." This borderline vessels size for a tf approach, may create a difficult pathway to advance the delivery system through sheath with the presence of tortuosity or calcification, not appreciable on imagery. There is no information in the description of the complaint that indicates that any procedural factors contributed to the event. However, other procedural factors such as improper flushing/wetting of the devices, incomplete/misaligned valve crimping, and incomplete advancement of the loader may put extra strain on the device, result in difficulty inserting the delivery system through the sheath and contribute to resistance observed. Available information suggests that patient factors (borderline vessels size with mild tortuosity) may have contributed to the event. A true root cause cannot be determined at this time based on available information and investigational results. Since no manufacturing non-conformances or IFU/training inadequacies were identified, a corrective or preventative action is not required. Since no product nonconformance was able to be confirmed and the occurrence rate did not exceed the control limit for this trend category, a product risk assessment (pra) escalation is not required. Due to the device and/or applicable photographs (relevant to the reported event) not being returned for evaluation, the complaint of "sheath shaft-resistance with delivery system" was unable to be confirmed. Due to the unavailability of the relevant device, it cannot be determined if a manufacturing nonconformance contributed to the complaint event. No enough information was present to determine a root cause. No labeling or IFU/training inadequacies have been identified and review of the complaint history for the month of (B)(6) 2016 revealed that occurrence rate did not exceed the control limits for the applicable category for this failure mode (sheath shaft-resistance with delivery system). No corrective or preventive actions are required at this time.